Event description:
It was reported to manufacturer that the physician experienced communication difficulties while attempting to interrogate a vns patient's pulse generator at a routine follow up visit. Troubleshooting was performed, but the cause for the communication error was not determined. A replacement serial adapter was sent to the site. No other information is available at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.